Event description:
It was reported that during an alif procedure at l4-l5, the tip of the handle broke off inside the trial spacer. All parts were retrieved from the patient. The surgeon proceeded to place the implant and the procedure was completed with no adverse effect to the patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the threaded tip is broken off as noted. The fracture surface is continuous and indicates material uniformity. This issue has been addressed on several previous complaints and a determination made that it is not a manufacturing related issue and no further manufacturing evaluations would be required. An internal corrective action has been opened to address this issue. Synthes lot 5327609 and therefore is covered by the corrective action of that CAPA and no further investigation is required. This device was manufactured prior to the corrective action being implemented and is valid as was disposition in the prior complaints. The corrective action has been implemented and the current design is acceptable.